Manufacturer narrative:
Product complaint # (B)(4). H-3 additional evaluation summary: an empty opened foil and a dispensed needle/suture piece of product code j346, lot # mj2877 was received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected and body fluids and marks on body needle could be observed, the suture was observed with damage on the surface and stress at the suture end caused by surgical instrument. The other section of the suture was not returned. The product code j346 contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause is an improper handling .

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mj2877, and no nonconformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was broken. There were no adverse patient consequences reported.